Event description:
A report was received that the patient had developed an infection at the pocket site. Patient¿s symptoms include pain at the site, redness, swelling, fever, and pus. The physician believed that infection was not device or procedure related. The patient received bactrim treatment and had put silver nitrate bandage over the affected site. The physician irrigated the site and the patient was administered vancomycin and intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.